Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) counterpulsation stopped without any alarm prompts. The device was replaced promptly and there was no patient harm or injury reported.